Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank screen on the insulin pump. The customer's blood glucose level was 124 mg/dl at the time of the incident. The customer had a swim with the insulin pump on. The customer stated that the display was blank less than 30 seconds and then returned and the display was blank currently. The display did not return after the insulin pump restart. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.